Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test on (B)(6) 2026 at 14:21:00 in the history files. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly pcb1 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. No power errors noted and passed all required testing. However, confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was no longer turning on, battery failed alarm, and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.